Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a shell series ii 52mm. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patients left hip was revised due to dislocation. The insert was worn. The surgeon did not make any further intraoperative comments.